Event description:
Event description guidant received information that this transvenous defibrillation lead became microdislodged two days post implant. The physician elected to reposition the lead, which was conducted without reported complication. There have been no reported symptoms associated with this clinical observation.